Event description:
The lay user/patient contacted lfs alleging that the meter powers off during use. A medical surveillance specialist (mss) was unable to get a hold of the pt and sent the pt a letter for the pt to contact mss to obtain further clinical info. The pt claims that the issue with the meter first began in 2009 at around 12:15pm. The pt continued to take their diabetes medication on a regular basis. On the next day, the pt was having symptoms of high blood glucose; however, there was no specific details on his symptoms. Due to the symptoms, the pt ate more food and drink. The pt then went to the physician's office and was tested on the physician's meter and obtained a 290 mg/dl at 2:30 pm and was treated with IV fluids. The meter is not a new product (out of box). The pt does not have a new battery and the pt had not replaced the battery per the owner's booklet. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, the last reading he obtained on the meter, what is considered a normal blood glucose reading, specific symptoms he exhibited and confirm treatment in the hosp and how long the symptoms lasted. This complaint is being reported since the pt reported he was unable to test and later was treated with IV fluids after obtaining a result of 290 on a physician's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.